Event description:
It was reported that the cart monitors switched off. This would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.